Event description:
The customer reported that he was receiving a precharge error on bootup. No pt injury was reported.

Manufacturer narrative:
This issue was a phone fix. The service rep had the customer reset the precharge breaker and the error disappeared. No service was required.